Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that a piece of the distal tip of the tube housing was broken off. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right lobectomy, while on right pulmonary fissure resection, the first shot, it clamped the lung tissue, but the purple reload's connection got disconnected so handle was replaced. After the second shot, the purple staples and the black ones could not be fired and there were abnormal noise. For the third shot, after the black and the purple staples were fired, there's an abnormal sound and it could not be fired. Replaced the devices with new ones to complete the procedure. There was no patient injury.